Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering proper amount of insulin. Customer stated they were hospitalized due to high blood glucose, gastritis on (B)(6) 2020 with blood glucose level was 32.7 mmol/l. Customer was treated with insulin pump. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected resume during testing. The test blood glucose meter communicates properly to the pump and the blood glucose readings registered properly in the daily history noted. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).